Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4); product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 29280664.

Event description:
It was reported the patient experienced discomfort and swelling at the lead implant site approximately three weeks after being implanted with the spinal cord stimulation (scs) system. The patient had lab work done that revealed no anomalies, but a computed tomography (CT) scan of the site revealed a collection of fluid with evidence of gas. The physician initially suspected a deep infection of moderate severity, and prescribed the patient antibiotics. The patient underwent a surgical procedure to explant the scs system. However, once the lead site was examined during the procedure the physician determined there was no danger to the patient and decided not to explant the device; instead, the wound site was irrigated and cultures were taken. The patient did well postoperatively and results of the cultures were negative for infection. The physician assessed the event to have a causal relationship to the procedure, and not related to the device.

Manufacturer narrative:
Correction to the initial MDR in block h6.

Event description:
It was reported the patient experienced discomfort and swelling at the lead implant site approximately three weeks after being implanted with the spinal cord stimulation (scs) system. The patient had lab work done that revealed no anomalies, but a computed tomography (CT) scan of the site revealed a collection of fluid with evidence of gas. The physician initially suspected a deep infection of moderate severity, and prescribed the patient antibiotics. The patient underwent a surgical procedure to explant the scs system. However, once the lead site was examined during the procedure the physician determined there was no danger to the patient and decided not to explant the device; instead, the wound site was irrigated and cultures were taken. The patient did well postoperatively and results of the cultures were negative for infection. The physician assessed the event to have a causal relationship to the procedure, and not related to the device. Additional information was received that the patient had a moderate seroma at the lumbar incision site.